Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. E1: initial reporter address: (B)(6). H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd clinical laboratories are unable to test for hiv under current guidelines. Infectious disease assays, in this case hiv, are excluded from bd clinical laboratory protocols. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported through an instrument manufacturer's feedback questionnaire that the manufacturer received three reports of erroneous results over a 6-month period, while using an unspecified bd tube on the access 2 and dxi 800. Multiple bd vacutainers are used on the access 2 and dxi 800, and the manufacturer was unable to determine the tube or assay in use when the erroneous results were obtained. There was no report of patient impact.